Event description:
The hospital reported that during endoscopic vein harvesting procedures, vasoview hemopro vh-3500 doesn't seem to be sealing the branches as well as the vasoview hemopro vh-3000. This was just a general statement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10 internal complaint number: (B)(4). A lot history record review was completed for lots 25149653, 25149635, and 25149281, the last 3 lots shipped to the account prior to the event date . There were no ncmrs for the last 3 lot #s from ship history.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during endoscopic vein harvesting procedures, vasoview hemopro vh-3500 doesn't seem to be sealing the branches as well as the vasoview hemopro vh-3000. This was just a general statement.